Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving eight inappropriate shocks for atrial fibrillation with a rapid ventricular response. Due to the number of shocks, therapy had been exhausted. The device zone parameters were re-programmed and the patient was to be started on a medical regime to help control ventricular rates. There were no additional adverse patient effects. The device remains in service.